Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the pump had an error. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests or verify critical pump error due to a blank display. The pump was received with corrosion on the motor and force sensor. Corrosion was also found on the force sensor and motor during visual inspection. The pump was received with a scratched case, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.